Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device has no battery backup. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: the remote service engineer (rse) evaluated the device remotely. It was identified that during the routine check that the battery was not getting charged. Rse found problem with the customer power supply socket. No device problem was confirmed, it functions within the specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be issue with the customer power supply socket. The root cause of which could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. No device problem was confirmed, device functions within the specifications. Rse determined that the issue with the customer power supply socket. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device has no battery backup. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.